Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 504 mg/dl. Customer mentioned that the insulin pump gave her wrong dosage of insulin. The customer stated that there was a crack at the back of the insulin pump where the belt clip was inserted. The customer was treated for the high blood glucose with manual injections. The customer walked through the troubleshooting for cosmetic damage. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
Device had broken belt clip rail. Device passed displacement test.